Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead were normal with no anomalies found.

Event description:
It was reported that the patient was presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was not used and replaced. The patient was in stable condition.